Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case. A review of the device history record for sn(B)(6) was performed from date of manufacture 07/09/2019 to present date 12/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# 1120033 pcu unresponsive keys.

Event description:
It was reported that the device will not turn on, no power. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device will not turn on, no power. There was no patient involvement.